Event description:
Pt reported when the infusion device's insulin cartridge gets to a residual insulin volume of 152 iu, the infusion device displays an e6 (mechanical error) message. Pt is using a battery power one lr6 svc pack. Pt stated, the battery cover is new. Preliminary eval shows pt received an e6 error often. Preliminary results also show the infusion device's cartridge compartment is contaminated with insulin and there are black spots on the display of the infusion device. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture may enter the insulin pump and destroy the functionality of the buttons and the pump electronics. The problem mentioned by the customer is related to careless handling of the product.